Manufacturer narrative:
It was reported that the patient experienced continued pain and was treated for several years for undiagnosed chronic pain. On (B)(6) 2017, the patient was found to have a protruding bulge in the umbilical region, and on (B)(6) 2017 the patient had surgery to remove the mesh. (B)(4).

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a surgical procedure and mesh was implanted on an undisclosed date. It was reported that he will now require to have the mesh surgically removed from his body. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 08/27/2020.

Manufacturer narrative:
It was reported that the patient underwent an umbilical hernia repair and prolene 3d patch was implanted on (B)(6) 2010 and prolene 3d patch was implanted.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain. No additional information provided.